Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "during inspection of the ventilator device it was noticed that the real time clock was initializing after each buzzer sound test. By checking the control board, it was noticed that the rtc-capacitor was leaking". - this occurrence was noticed during service (preventive maintenance) - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing.